Manufacturer narrative:
A biomedical engineer reported that the wires broke away from the speaker during a battery service of the unit. No product was returned for evaluation as the customer has thrown away the speaker.

Event description:
Nellcor puritan bennett rec'd a report on a n-395 that the wires to the speaker were broken off of the speaker.